Manufacturer narrative:
(B) (4). Eval summary: the n-k ii package insert warning section states, "do not use: components from other knee systems (and vice versa) unless expressly labeled for such use. Premature wear or loosening may develop and may require surgical explantation. Exception: the n-k and n-k ii patellar components may be used interchangeably." The n-k flex package insert warning sections states "do not use: n-k flex components with n-k ii components. They were not designed to be compatible. Exception: n-k ii tibial baseplate components may be used with n-k flex tibial articular surface, femoral, and patellar components. Do not use : components from other knee systems (and vice versa) unless expressly labeled for such use. Premature wear or loosening may develop and may require surgical explantation." In addition to package insert warnings, the sales rep identified that the n-k flex articular surface was not approved to be used with the n-k ii femur. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted on (B) (6) 2009 in spite of the fact that the implant did not lock down onto the tibial tray. Additionally, zimmer inc. Knee marketing does not approve this device to be used with the femur that was implanted.